Event description:
This emr does not carry forward orders to stop a drug. E.g., pt was having a suspected common known adverse effect to a narcotic. On discharge, there is a screen whereupon I check a box instructing to stop this medication. That instruction is not carried over to the printed list of meds to be continued at discharge, i.e., the stopped med is still listed.